Event description:
It was reported by the patient that an electrocardiogram (EKG) showed that their implantable pulse generator (ipg) was malfunctioning as it wasn't firing, but they weren't sure on which side it wasn't firing. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.